Event description:
It was reported that in 1999, approximately 1 week post-op, the patient had a seizure, a cat scan indicated an intracranial stroke on the same side of implant. The patient had a hematoma over the implant site as the pt had hit their head due to the stroke. The patient was unconscious for about 5-7 days following this stroke. A small area of the ics had been exposed although no infection was noted initially. The area was kept clean, however, it never closed all together. The patient reportedly has had chronic local infection at well of implant. The surgeon attempted to close flap (exact date not given) without success. The surgeon tried a muscle flap (exact date not given) and the patient did well for several months but the problem returned. The device was explanted in june 2002. The surgeon would like to reimplant, however the patient has continued to have trouble with patient's skin.